Manufacturer narrative:
The product is not expected to be returned. No further information concerning this report is expected. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this product was part of a system revision, due to erosion and infection. The device system was explanted. No additional adverse patient effects were reported.